Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that emergency medical service came for hyperglycemia but did not visit emergency room. Customer reported low blood glucose level of 65 mg/dl and high blood glucose of 500 mg/dl. Customer treated hypoglycemia with glucose. Trouble shooting was declined. Customer did not report symptoms of hyperglycemia. Customer was using insulin pump within 48 hours of reported event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.